Event description:
It was reported that the pt had intermittency of responsiveness. This had a sudden onset. The intermittent periods very unpredictably from 5 mins to 1 hour. Out of specifications telemetry results were recorded by the clinician in 10/2002. Subsequent testing in 10/2002, indicated the likelihoos of device failure.